Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers 4.1 & 3.1 were failed with multiple pockets missed. The customer attempted to recover storage space and rebooted the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was reported that multiple drawers failed with device not detected on bus errors and were not resolved despite reboot and storage recovery attempts. A field service engineer confirmed that the issue was resolved by the customer by recovering the station, and no further investigation was required. The fse verified no further failures at the application login screen. The system functioned as intended after the customer resolved the issue.